Event description:
The customer reported an instrument leak that was contained within the coulter lh 500 hematology analyzer. The customer noticed the leak when they got a partial aspiration error while running controls. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated for this event.

Manufacturer narrative:
The customer technical specialist assisted the customer in troubleshooting. The customer found that the tubing going through pv49 that is connected to (B)(4) had a hole in it. The customer was able to replace the tubing and resume normal function with no further errors. (B)(4). Cts assisted the customer by phone.